Event description:
It was reported that the patient had a bad fall and concussion in (B)(6) and it continued to work. The patient went to the emergency room (ER) and everything seemed to be ok. On 2015 (B)(6) the patient had a brain bleed, small stroke, and hematoma in their brain. The next day they did surgery and drained the brain bleed. The patient had another hard fall a couple or 3 weeks ago. The device relieved the patient¿s low back pain and wanted to know if that was normal. The patient noticed lately they were having more back problems and it could have been their fall as that was about when it started. The patient had a loss of therapeutic effect. The patient thought the implant battery was low because they saw a screen that it was not connecting when they tried to use the controller. The patient had had a couple of accidents so they were worried it was not working. The patient had the accidents a week ago and again this morning, and that was unusual. The patient started seeing the poor communication screen periodically, but didn¿t have a definite date. The patient was able to connect without the antenna and it said that it was at 1.9v and the stimulation was off. The patient turned stimulation back on. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va0jcqu, implanted:(B)(6) 2014, product type: lead. (B)(4).